Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 09/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of a clinical trial that nine months and sixteen days post index procedure using a drug-coated balloon catheter, the subject developed adverse event of access circuit re-intervention which required additional surgical intervention. It was further reported that the target lesion in basilic vein had initial stenosis of fifty percent. Other drug coated balloon catheter was used for treatment. Treatment re-intervention was successful, no new access was created, and the patient recovered with final residual stenosis of twenty-five percent. The current status of the patient is unknown.

Event description:
It was reported through the results of a clinical trial that nine months and sixteen days post index procedure using a drug-coated balloon catheter in basilic vein, the subject developed an adverse event of basilic vein stenosis of fifty percent which required an arteriovenous access circuit reintervention. It was further reported that the target lesion in the left upper arm had fifty percent initial stenosis and twenty-five percent final residual stenosis. Other drug coated balloon catheter was used for treatment. The re-intervention was successful, and no new access was created. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2022), g3, h6 (method) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that nine months and sixteen days post an index procedure completion using a drug-coated balloon catheter in the basilic vein via the left upper arm access, the subject had serious adverse event of basilic vein stenosis of fifty percent due to difficult puncture and prolonged bleeding which required an arteriovenous access circuit reintervention. Target lesion in the left upper arm had fifty percent initial stenosis and twenty-five percent final residual stenosis. Drug coated balloon catheter was used to treat difficult puncture and prolonged bleeding. Treatment re-intervention was successful, new access was not created, and the outcome of the serious adverse event was resolved. It was further reported that five months and five days after index procedure completion, the subject had serious adverse event of fistula dysfunction related to severe stenosis due to prolonged bleeding and lack of clearing on treatment which required an arteriovenous access circuit reintervention. Imaging from re-intervention analyzed by core lab identified that the target lesion was involved with eighty percent diameter stenosis prior to the re-intervention and twenty percent final residual stenosis. Gore endoprosthesis covered stent placement and standard percutaneous transluminal angioplasty procedure was performed to treat prolonged bleeding and lack of clearing on treatment. Treatment re-intervention was successful, new access was not created, and the outcome of the serious adverse event was resolved. Furthermore, one year, four months, and twenty days post an index procedure completion, the subject developed a serious adverse event of prolonged bleeding due to eight percent stenosis of cephalic vein which required an arteriovenous access circuit re-intervention. Imaging from re-intervention analyzed by core lab identified that the target lesion was involved with seventy-one percent diameter stenosis prior to the re-intervention and twenty-five percent final residual stenosis. Standard percutaneous transluminal angioplasty and drug coated balloon catheter procedures were performed to treat prolonged bleeding. Treatment re-intervention was successful, new access was not created, and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Event description:
It was reported through the results of a clinical trial that nine months and sixteen days post an index procedure completion using a drug-coated balloon catheter in the basilic vein via the left upper arm access, the subject had serious adverse event of basilic vein stenosis of (B)(4) percent which required an arteriovenous access circuit reintervention. Target lesion in the left upper arm had (B)(4) percent initial stenosis and (B)(4) percent final residual stenosis. Drug coated balloon catheter was used to treat basilic vein restenosis. Treatment re-intervention was successful, new access was not created, and the outcome of the serious adverse event was resolved. It was further reported that five months and five days after index procedure completion, the subject had serious adverse event of fistula dysfunction related to severe stenosis which required an arteriovenous access circuit reintervention. Target lesion in the left upper arm had an (B)(4) percent initial stenosis and (B)(4) percent final residual stenosis. Stent graft placement and standard percutaneous transluminal angioplasty procedure was performed to treat basilic vein restenosis. Treatment re-intervention was successful, new access was not created, and the outcome of the serious adverse event was resolved. Furthermore, one year, four months, and twenty days after index procedure completion, the subject had serious adverse event of prolonged bleeding due to (B)(4) percent stenosis of cephalic vein which required an arteriovenous access circuit re-intervention. Imaging from re-intervention analyzed by core lab identified that the target lesion was involved with (B)(4) percent diameter stenosis prior to the re-intervention and (B)(4) percent final residual stenosis. Standard percutaneous transluminal angioplasty procedure and drug coated balloon catheter was used to treat prolonged bleeding. Treatment re-intervention was successful, new access was not created, and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that nine months and sixteen days post an index procedure completion using a drug-coated balloon catheter in the basilic vein, the subject developed a serious adverse event of basilic vein stenosis of fifty percent which required an arteriovenous access circuit reintervention. Target lesion in the left upper arm had fifty percent initial stenosis and twenty-five percent final residual stenosis. Other drug coated balloon catheter was used for treatment. The re-intervention was successful, no new access was created, and the outcome of the serious adverse event was resolved. It was further reported that five months and five days post an index procedure completion, the subject developed a serious adverse event of fistula dysfunction which required an additional arteriovenous access circuit reintervention due to prolonged bleeding. It was also reported that imaging from (re-intervention_1) analyzed by core lab identified the target lesion was involved with seventy-nine percent diameter stenosis prior to the re-intervention. Standard percutaneous transluminal balloon angioplasty procedure and other procedure were performed to treat prolonged bleeding. The re-intervention was successful, no new access was created, and the outcome of the serious adverse event was resolved. Furthermore, one year, four months, and twenty days post an index procedure completion, the subject developed a serious adverse event which required an arteriovenous access circuit re-intervention. Moreover, imaging from (re-intervention_2) analyzed by core lab identified the target lesion was involved with seventy-one percent diameter stenosis prior to the re-intervention. The re-intervention was successful, no new access was created, and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that nine months and sixteen days post an index procedure completion using a drug-coated balloon catheter in the basilic vein via the left upper arm access, the subject developed a serious adverse event of basilic vein stenosis of fifty percent due to difficult puncture and prolonged bleeding which required an arteriovenous access circuit reintervention. Target lesion in the left upper arm had fifty percent initial stenosis and twenty-five percent final residual stenosis. Drug coated balloon catheter was used to treat difficult puncture and prolonged bleeding. Treatment re-intervention was successful, new access was not created, and the outcome of the serious adverse event was resolved. It was further reported that five months and five days post an index procedure completion, the subject had serious adverse event of fistula dysfunction related to severe stenosis due to prolonged bleeding and not clearing on treatment which required an arteriovenous access circuit reintervention target lesion in the left upper arm had eighty percent initial stenosis and five percent final residual stenosis. Stent graft placement and standard percutaneous transluminal angioplasty procedure was performed to treat prolonged bleeding and not clearing on treatment. Treatment re-intervention was successful, new access was not created, and the outcome of the serious adverse event was resolved. Furthermore, one year, four months, and twenty days post an index procedure completion, the subject had serious adverse event of prolonged bleeding due to eighty percent stenosis of cephalic vein which required an arteriovenous access circuit re-intervention. Target lesion in the left upper arm had eighty percent initial stenosis and zero percent final residual stenosis. Standard percutaneous transluminal angioplasty and drug coated balloon catheter was used to treat prolonged bleeding. Treatment re-intervention was successful, no new access was created, and the outcome of the serious adverse event was resolved. In addition, one year, ten months, and seventeen days after index procedure, the subject had serious adverse event of thrombosis of arteriovenous fistula which required prolonged hospitalization and surgical intervention, and the subject came to emergency room for concerns of thrombosed fistula. However, it was unable to access the dialysis arteriovenous fistula. Evidently, the access was abandoned and tunneled right internal jugular catheter was placed. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.